Event description:
The caller states that the device was bought in (B)(6), and they never used. The caller states that they returned home and recently started using it and the glide tips have worn out already.